Manufacturer narrative:
Based on the information provided, the quotation was sent to the customer and there was no response in attempts to obtain information. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the defibrillator had problems with the software and it restarted several times by itself. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.